Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected filed: d4 lot number, UDI number. It was reported by the customer that the intra-aortic balloon (iab) had a clotted iab lumen after insertion. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) had a clotted iab lumen after insertion. There was no patient harm reported.